Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a low battery alarm on her insulin pump. She changed the battery and now there is a closed dot on her device. She hears a high pitched sound, but there is no alarm on the device. Pressing esc and act does not clear the device. Customer's blood glucose level was 143 mg/dl. She was instructed to remove the battery from the device and wait two hours for the device to restart. Customer called back two hours later after inserting a new battery and said that the keypad is not working. Her blood glucose level at that time was 95 mg/dl. There were no significant events leading up to the alarm. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.